Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of over 600 mg/dl and insulin pump did not alarm when it was not delivering insulin. The customer experienced symptoms such as vomiting. The insulin pump will not be returned for analysis.